Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the ups for the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: 9733625, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the powered down twice without prompt from the user. It was reported that the issue occurred half an hour into the procedure and that a second medtronic navigation system was brought into the operating room (or) to complete the procedure. There was a reported delay to the procedure of fifteen minutes due to this issue. There was no reported impact on patient outcome. While troubleshooting the reported issue, the cabling to the uninterruptible power supply (ups) was reseated and found that the power cable was not damaged. Additionally, the navigation system powered down in the hallway when the user powered it on.

Manufacturer narrative:
Additional information: analysis on the returned uninterruptible power supply (ups) resulted in no failure being found through functional testing and visual/physical examination. Analysis states that the ups performed as expected. No problems found. Lot #: 1440139. If information is provided in the future, a supplemental report will be issued.